Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and aligning the charger to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty charging and aligning the charger to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn:(B)(6). The returned ipg was analyzed, it was in a hibernation state and was able to fully charge in one cycle. A review of the patients data indicated that the battery depletion rate was within the expected range and the charge profile exhibited that the charger is double beeping and ipg always gets fully charged.